Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, it was reported by the spouse that the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. According to the report, the patient was unresponsive. There was no documentation of patient symptoms preceding loss of consciousness. The spouse treated the patient with 3 mg baqsimi nasal glucagon. At some point during the event, the bg was 20 mg/dl while the cgm egv was 80 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.